Event description:
Bipap power failed during transport of patient. Patient given blowby oxygen to maintain saturation. Error message: vent inoperative 100a data acquisition printed circuit board assembly and analog to digital circuit (pcba adc) reference failed.